Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump; it was noted that lithium was also thought to be in the device. The indication for use was non-malignant pain. It was reported that the patient moved and did not currently have a managing healthcare provider (hcp). The caller stated that the pump was running low on medication and alarming. The alarm was described to be multiple toned. It was reported that the patient started to have withdrawal symptoms on (B)(6) 2019; symptoms included cold, sweat and running nose followed by shaking and throwing up the next day. Per the caller the patient spent all day in the bathroom floor and went to the emergency room where he was given nausea medication. At the time of this call the patient was still experiencing withdrawal. A listing of potential hcp's was emailed to the caller.